Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call of having larger than champagne size air bubbles in reservoir. Customer's blood glucose unknown. Customer discarded reservoir and declined product replacement.

Manufacturer narrative:
A complete analysis and testing of three sealed reservoirs showed that two of the three reservoirs functioned properly and passed all functional testing. However, the remaining reservoir failed per inspection due to the transfer guard being occluded.